Manufacturer narrative:
The device has not been returned for eval at this time. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) pt reported falling asleep during dwell 1. He awoke and found a fluid leak. He had not tightened the pt connector and pt line tight enough and fluid leaked onto the floor. He discontinued treatment. He reset with new supplies and completed treatment. He discarded the set that was used but is returning a companion sample for eval. During f/u, the pt's pd nurse reported that the pt's effluent remained clear. He did not have any signs of infection. He was not prescribed any antibiotics. No adverse event reported at this time.